Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube and lip.

Event description:
It was reported that the insulin pump alarmed for no delivery. The blood glucose reading was 433 mg/dl. Customer treated with manual injection. The customer had tried different cannula lengths. The insulin is not expired or denatured. The customer does rotate sites to avoid scar tissue. The tubing was not bent or kinked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.